Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device was affected. The user was not able to detect sound at activation. The user has been re-implanted.

Event description:
The user's hearing performance with the device was affected. The user was not able to detect sound at activation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user did not hear the stimulus at activation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user was not able to detect sound at activation. Revision surgery is considered.